Event description:
It was reported that the customer received a button error alarm. The customer's most recent blood glucose level was 180 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However insulin pump had intermittent button response due to corroded buttons on keypad traces, minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.